Event description:
A facility biomedical engineer (bme) reported that a v60 ventilator displayed a 'check vent: aux alarm supply failed' error code (1115) while in clinical use. No patient impact, injury, or harm was reported. No internal diagnostic testing was performed by the facility to isolate the cause prior to contacting technical support. A remote service engineer (rse) conducted troubleshooting with the customer, during which the 1115 error code was successfully replicated. Based on the troubleshooting results, the rse provided the customer with the part number for a replacement motor controller (mc) printed circuit board assembly (pcba) to resolve the issue. Final investigation and disposition are pending.